Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by minute device mobility appears likely. However, a device investigation of the explanted device is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly the user_s hearing performance with the device was gradually decreasing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child's auditory and speech performance with the device is significantly affected.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly the user_s hearing performance with the device was gradually decreasing. The user has been re-implanted.